Manufacturer narrative:
On 1/11/2018 a customer complaint search was completed from january 2017 to january 2018. There were 3 related complaints with a similar occurrences. A review of the endoskeleton tl surgical technique guide was performed. The surgical technique warns of attempting to pivot or adjust the position of the implant. A review of the DHR of the subject devices was completed. No anomalies or non-conformances were generated during mfg. Multiple inserters are provided within the instrument set to ensure the surgeon will still have an inserter to place an implant in the disc space in the event that one of the inserter malfunctions.

Event description:
During a lateral fusion (l4-5) while trialing with a 10x22mm tl trial the inserter tip broke off and became dislodged inside the trial at the end of the procedure. The physician noticed the tab broke off of the inserter. The attending physician was able to complete the planned procedure. All broken pieces from the instrument were retrieved and removed from the field. There were no adverse effects to the patient reported.